Event description:
It was reported that the surgeon claimed because of a missing thread in the medullary plug with drain 2.5. He said that the medullary plug should have a thread in the center hole for the connection with a rod to allow the insertion of the plug in the femur.

Manufacturer narrative:
Additional information received on 06/09/2015. The manufacturer did not receive devices or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that on (B)(6) 2015 the surgeon wanted to implant a medullary plug with drain 2.5. He claimed because of a missing thread in the medullary plug. Therefore he decided to implant a device of another company.

Manufacturer narrative:
No trend identified. The device was not returned for investigation. It was reported that a surgeon was trying to insert the medullary plug and claimed that no thread was manufactured inside the plug which should help to fix it with other components. The technical drawing of the device has been reviewed and shows that the plug is designed without a thread. The surgical technique of the zimmer weber stem was also reviewed and shows that it describes how to correctly implant the medullary plug, it does not state at any point in the procedure about a thread inside the plug to help for implantation. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The MFR did not receive devices or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).